Event description:
See initial.

Manufacturer narrative:
Through follow-up communication, livanova deutschland learned the serial number of the affected device which has been added to the d.4 section as well as the device manufacturer date added to the h.4 section. Through further follow-up communication, livanova deutschland learned that the affected device was tested and the reported failure could not be reproduced. Livanova deutschland has been provided with the serial read-out of the pump. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is still on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump displayed an error message during setup. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the pump and its control panel have been investigated at the manufacturer site. The reported issue could be reproduced. The investigator addressed the failure to the hall sensor of the pump rotor. The outcome is in accordance with the analysis of the serial read-out of the pump. Error messages pointing to the hall sensor failure were found stored in the microcontroller.